Manufacturer narrative:
Product analysis device returned with the filter basket loaded within the delivery catheter filter basket was able to be advanced out of the delivery catheter. No deformation to filter basket wire at distal tip of filter basket bent. Floppy tip detached kinks to delivery catheter wire kinked medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the spider fx embolic protection device, plaque was present in the mid segment of the common carotid artery, with 60% lesion stenosis, moderate vessel tortuosity, and moderate vessel calcification. The tip end of the embolic protection device broke and remained in the body. The broken device tip was retrieved using a snare device, and the embolic protection device was replaced to complete the procedure. It was unknown if there was any patient involvement or complications as a result of the event. Severe resistance was noted during advancement and detachment occurred within the sheath. There was no vessel damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.